Event description:
Provider states the zip ties are loose.per independent repair center statement, the unit was alarming or red light. The unit shut down and produced low 02 due to the loose tie wraps which have been replaced.